Event description:
On (B)(6) 2011, the representative contacted lifescan through e-mail from (B)(4) alleging an error 4 issue with a one touch verio meter. There was no allegation of any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The products are not being replaced nor returned since the customer is unknown. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k093745.